Event description:
A consumer contacted (B)(4) regarding use of an ear thermometer. The customer alleged that the thermometer did not accurately record his wife's temperature and that this caused the miscarriage of his wife's baby. Upon receiving the initial complaint from the consumer, (B)(4) contacted the MFR -- bestmed -- and requested that they investigate the situation with the consumer and follow-up with (B)(4) regarding the investigation. Bestmed confirmed the complaint allegations with the consumer and that it was in fact a (B)(4) brand thermometer that allegedly failed to record accurate temperature. Bestmed reported these findings to (B)(4) on 03/19/2015. The MFR, bestmed, reported this event to FDA on 04/10/2015 under MFR report number (B)(4). At this time (B)(4) has not received any documentation of the medical event, other than the consumer's allegations.